Event description:
The article aimed to compare the safety and efficacy of different venous closure techniques. The primary outcome was the occurrence of bleeding events, classified according to the standardized bleeding academic research consortium (barc) classification system. 220 patients underwent a percutaneous patent foramen ovale (pfo) closure. To close the access site, a z-suture closure, proglide device, or manual compression were used. Of the group that used a proglide, eight patients experienced a barc bleeding event of 2 (bleeding requiring treatment). The findings highlight that the z-suture and proglide methods are safe and efficient for venous occlusion after percutaneous pfo closure compared with manual compression. Details are listed in the attached article, titled ¿closure devices versus manual compression to achieve hemostasis post-patent foramen ovale closure.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reported through the research article, a conclusive cause for the adverse event without identified device or use problem could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of procedure estimated as (B)(6) 2021. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "closure devices versus manual compression to achieve hemostasis post-patent foramen ovale closure".